Event description:
Patient reported "rupture". Later healthcare professional reported "a torn implant", "lump and pain in the right chest area" and capsular contracture baker grade IV. This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, d2b, d6b, h4, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Photo evaluation: visual analysis of the photographs identified: - rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe since it is not related to the device. - lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "rupture". Later healthcare professional reported "a torn implant", "lump and pain in the right chest area" and capsular contracture baker grade IV. This record is for the right side. The device was explanted.